Manufacturer narrative:
The patient passed away on either (B)(6) 2018. The patient was diagnosed with peritonitis in (B)(6) 2018 (exact date unknown). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to an unreported caused. The cause of the peritonitis was unknown. No further details were provided regarding treatment for the peritonitis or whether the patient was hospitalized for the event. On an unreported date, the patient was switched to hemodialysis for an unspecified duration (no further detail). Subsequently, in the following month, the patient passed away due to an unreported cause. It was not reported if the patient recovered from the peritonitis prior to death, whether extraneal/nutrineal/physioneal therapies were ongoing until the time of death or it an autopsy was performed. No additional information is available.